Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant product: 419688 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The device is not yet at elective replacement indicator (eri).

Event description:
It was reported that a significant increase in left ventricular (lv) lead threshold likely contributed to the rapid battery depletion of the cardiac resynchronization therapy - defibrillator (crt-d). The lead was repositioned and the device was replaced. No patient complications have been reported as a result of this event.